Event description:
Patient procedure was a cardiac ablation, where the pt expired 6 days post operative. Spoke with risk management in 2005, they will pull the pt file and contact rep with additional info. Product was destroyed.